Event description:
Edwards received information that nine (9) years, ten (10) months post-implantation of an edwards annuloplasty ring, the "patient [was] found to have mitral stenosis with pannus overgrowth of previous ring." Per the operative report, the native mitral valve had insufficiency, stenosis, subvalvular fusion with pannus overgrowth of the ring. The native valve and prosthetic annuloplasty ring were excised and replaced with a 25 mm pericardial bioprosthesis. After tricuspid valve repair, the patient was returned to the ICU in stable condition.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis as it was reported to be discarded. A photograph of the explanted annuloplasty ring taken prior to discard of the device was submitted to edwards. Evaluation of the photograph showed what appeared to be a flexible annuloplasty band. Sutures were visible along the length of the band. A diagonal cut/slit appeared to be present in the central region of the band. Host tissue and blood residue were also visible on the band. It appears that the customer's report of host tissue was confirmed, however, evaluation was limited. A root cause for the reported event could not be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.